Manufacturer narrative:
Investigation: device/batch history record review: per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Findings: the peura (end user risk analysis) (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one needle barrel assembly and a needle cover along with an empty open package from lot number 6351688, the catheter/adapter assembly was not returned for evaluation. The needle assembly was received fully retracted inside the safety barrel. Visual/microscopic examination: no mechanical/physical damage was observed to the spring, needle hub or grip. There were no missing components or evidence of glue on the buttons or hubs. Functional test (needle retraction): the needle was pushed into the out position and the white button was depressed. Retraction was successful without resistance. Investigation samples(s) meet manufacturing specifications: yes. No mechanical/physical damage was observed and the units demonstrated a successful retraction (without resistance) when tested in the laboratory environment. Conclusions: the defect of needle retraction failure as stated in the event description could not be confirmed with the returned unit. The defect of needle retraction failure that the customer experienced was not confirmed with the unit received for evaluation and testing. Reproduction of the failure that the customer experienced could not be achieved with the evaluation and testing performed on the units received in the laboratory environment. A formal corrective action will not be initiated at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone# (B)(6).

Event description:
It was reported before use of the 14g x 1.77 in. Bd insyte¿ autoguard¿ shielded IV catheter when activating the device, it locked and did not function. There was no report of injury or medical intervention.